Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had wound dehiscence, and the pump and catheter were subsequently explanted. There was no discharge from the wound, and the patient was afebrile with vitals within normal limits.